Event description:
Procedure: parotidectom. Reportedly, during the procedure, the blue tip of the device melted while the surgeon was using it. Pieces of the tip "flaked" off of the device and into the surgical area. The pieces were retrieved without any adverse effects to the patient.

Manufacturer narrative:
One ls1200 instrument was returned for evaluation. During a visual examination, it was noted that the jaw with spacers exhibited melting of the blue nylon insulation at the edges of the sealing surfaces from the approximate midpoint of the sealing surgace to the jaw tip. No melting or deformation was seen on other areas of the jaws. Two similar devices were tested in the attempt to recreate this condition. It was not posssible to recreate this type event without subjecting the device to severe misuse that is not representative of normal recommended usage.